Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the interconnect cable and the receptacle. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's pin was bent where it hooks to the cable and caused a communication error message after a case. No pt injury was reported.